Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the drain? The drain entangled the omentum. Date of procedure? (B)(6) 2024. Date of event where product had an issue? 2 days post-op. Were there any intra-operative complications? If so, what were they? No intra-op complication. Where was the tip of drainage tube located? Unk. How was the drain secured? Normally. What was the date of first activation? In initial surgery. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Was any issues detected? If so, where? The drain entangled the omentum but the surgeon said the drain was secured properly. Did the drain fulfill its use/need? Yes. Was another product used? No, reoperation. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: female. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. Other relevant patient history/concomitant medications? No. Surgeon¿s name? (B)(6). Product lot number? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total laparoscopic hysterectomy on an unknown date in (B)(6) 2024 and a drain was used. When removed the drain, the greater omentum had pulled out from the wound and had not fitted, so it had to do emergency surgery. Further details are not provided . No sample will be returned. Patient status is stable. The patient was discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the procedure was tlh: total laparoscopic hysterectomy. The drain was 15fr. In the emergency procedure, the negative pressure was released, and the sutures were removed, and the drain was removed. The greater omentum had pulled out, so the omentum was cut. The procedure was performed in (B)(6), and the patient status is stable. The patient was discharged from the hospital. The doctor commented that the drain was used properly, and the black point of the drain was not around outer skin. It was possible that the drain moved after the procedure, and the drain pulled out the greater omentum. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the drain? Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was any issues detected? If so, where? Did the drain fulfill its use/need? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Surgeon¿s name? Product lot number? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.